Event description:
The customer reported that the unit failed to shock. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the unit failed to shock. There was no report of patient involvement. The unit was evaluated locally by a philips field service engineer. The reported issue could not be recreated. The unit passed all performance testing and remains at the customer site. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptom could not be duplicated.